Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 39,624 joules. Additional info reported by the customer was the forward firing condition was noticed at around 38,000 joules. This occurred during the procedure while inside of the pt. This did not cause any issues with the pt. There were no observations leading up to the incident. There were no error codes that were displayed on the console when this event occurred.